Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery on channel c. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Additional information: upon review of this event, it was found that duplicate reports were opened for a battery depleted alarm that occurred in all three channels (a, b and c). The battery depleted alarm is a system failure on the pump and does not warrant separate reports per channel. Based on this review, the initial medwatch is a duplicate of manufacturers report number 6000001-2010-04093.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm on channel c was found and confirmed during product evaluation. This condition was caused by depleted and damaged main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.